Manufacturer narrative:
Patient weight not available from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, the surgeon was allegedly inaccurate 5-6 mm in the anterior direction. It was reported that the surgeon was accurate after registration, during the surgery inaccuracy was noticed and surgeon re-registered the patient. The registration metric was 0.6. Approximately 1 hour into the surgery the surgeon was attempting to remove tumor from bone and breached the neuro cavity. There was a delay to the procedure of 10-15 minutes for dura repair.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Additional information: medtronic received information that the registration technique performed by the site was insufficient. Following an additional procedure, the site was able to successfully register the patient and continue with subsequent procedures. The archive from the procedure was reviewed by medtronic personnel. However, the archive provided no additional insight into the probable cause of the anomaly.